Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Received photos shows a company device, the plunger is advanced to mid nozzle and is advanced over the iol. The iol is advanced to nozzle entry and appears to be misfolded/crushed. Based on our observation of the attached photo, a plunger override was observed. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. We are unable to determine the root cause for the reported complaint "the injector has cut off the iol". Plunger override was observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23deree c / 73degree f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported with the description of the injector has cut off the iol. The procedure was completed with another lens. There was patient contact. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).